Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's grandmother reported via phone call that she was filling the tubing and the insulin pump was stuck in the prime sequence and insulin kept dripping out. Blood glucose was 129 mg/dl. It was not recalled if the tubing connector or the top of the reservoir were wet with insulin but there was a gap between the piston and reservoir stopper during prime. It was instructed customer to attach a new infusion set and reservoir and prime again. Grandmother stated insulin continued to drip after letting go of the act button and there was no gap between the piston and the reservoir stopper. The alarm history did not show an error alarm only a check settings alarm on (B)(6). They were unable to change the set at the time. It was advised to change it and call back if issue persists.